Event description:
It was reported that a patient underwent a revision of a right total elbow arthroplasty due to extensive metallosis associated with a failed central pin and bearing wear. Intraoperatively, the humeral and ulnar components were well fixed. The patient was revised with all implants exchanged without complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information: - unknown cm humeral component (unknown). - unknown cm ulnar component (unknown). G2: foreign - event occurred in australia. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.